Manufacturer narrative:
Two (2) used claves were returned for evaluation. As received, saline residuals outside the claves was observed, but no physical damage or anomalies were confirmed. No mating device was received. The claves were primed at gravity pressure, and flow as expected was confirmed. Additionally, the claves were tested as per procedure and no leaks or anomalies were confirmed. Complaint of no flow / can't prime / difficult to prime was not able to be confirmed or replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a clave¿ neutral connector was not infusing during gravity. The product is not contaminated or contains a biohazard or chemotherapeutic agent. The medication involved is normal saline. The product was not reprocessed or re-sterilized prior to use. Initial reports in early september involved a setup with a clave attached to an extension set that was attached to a peripheral IV (piv). Peripheral ivs flushed without issue. Once hooked up to rate flow tubing the infusion did not run. The nurse adjusted the dressing and reconfirmed piv was flushing through the extension set. The nurse then connected the rate flow tubing directly to the extension set and the infusion went in without issue. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.